Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("abdominal pelvic pain on the sides of the body close to the tubes") in a 28 year-old female patient who had essure inserted (lot no. D40621). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of anemia, smoker (smoking (1 pack/day), abortion, parity 3, multigravida and cesarean section (2). The only concomitant product mentioned was medroxyprogesterone. On (B)(4) 2016, the patient had essure inserted. Essure was removed in (B)(4) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain lower ("abdominal pelvic pain on the sides of the body close to the tubes"), back pain ("pain in lower back "), dyspareunia ("pain during sexual intercourse"), constipation ("constipation"), dysuria ("pain when urinating"), peripheral swelling ("swelling feet"), insomnia ("insomnia"), toothache ("pain in the teeth"), alopecia ("hair loss"), anxiety ("anxiety"), nausea ("nausea"), uterine hypertonus ("strong contractions"), genital hemorrhage ("heavy bleeding, on average twice a month"), depression ("depression"), pregnancy with contraceptive device ("she claims to have become pregnant months after the implant") and abortion spontaneous ("miscarriage") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for pelvic pain, abdominal pain lower, back pain, dyspareunia, constipation, dysuria, weight increased, peripheral swelling, insomnia, toothache, alopecia, anxiety, nausea, uterine hypertonus, genital haemorrhage, depression and pregnancy with contraceptive device were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, anxiety, back pain, constipation, depression, dyspareunia, dysuria, genital hemorrhage, insomnia, nausea, pelvic pain, peripheral swelling, pregnancy with contraceptive device, toothache, uterine hypertonus and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [full blood count] on (B)(4) 2022: complete blood count. Red series: red blood cell count 3.93 million(mi)/mm3. Haemoglobin dosage 10.6 g/dl. Haematocrit assessment 31.3 %. Mean corpuscular volume (mcv) 79.6 fl. Mean corpuscular haemoglobin (mch) 27.0 pg. Mean corpuscular haemoglobin concentration (mchc) 33.9 g/dl. Red cell distribution width 16.2 %. [Ultrasound scan vagina] on (B)(4) 2017: essure are well positioned, right and left uterine horn with identification of the device in its linear axis, myometrium in the interstitial portion of the right and left tube.; on 14-nov-2022: uterus in anteversoflexion (avf), normal size, measuring 78 x 45 x 42 mm (longitudinal (l) x transversal (t) x antero-posterior (ap), cutoff volume 76 cm³, regular contours and homogeneous parenchyma texture. Morphologically normal cervix and endocervical canal. Endometrium with regular contours, homogeneous, measuring 3 mm thick. Right ovary with micropolycystic appearance, measuring 49 x 42 x 18 mm (volume [cutoff] cm³). Left ovary with micropolycystic appearance, measuring 46 x 31 x 23 mm (volume [cutoff] 17.8 cm³). Absence of free fluid in douglas's cul-de-sac. Echogenic linear images suggestive of esure devices [cutoff] are observed, visualised corneally bilaterally, with most of their dimension apparently located in the intrauterine region lot number: d40621, UDI: (B)(4), manufacturing date: 2014.12.09, expiration date: 2017.12.28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("abdominal pelvic pain on the sides of the body close to the tubes") in a 28 year-old female patient who had essure inserted (lot no. D40621). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of anemia, smoker (smoking (1 pack/day), abortion, parity 3, multigravida and cesarean section (2). The only concomitant product mentioned was medroxyprogesterone. On (B)(6) 2016, the patient had essure inserted. Essure was removed in (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pelvic pain on the sides of the body close to the tubes"), back pain ("pain in lower back "), dyspareunia ("pain during sexual intercourse"), constipation ("constipation"), dysuria ("pain when urinating"), peripheral swelling ("swelling feet"), insomnia ("insomnia"), toothache ("pain in the teeth"), alopecia ("hair loss"), anxiety ("anxiety"), nausea ("nausea"), uterine hypertonus ("strong contractions"), genital haemorrhage ("heavy bleeding, on average twice a month"), depression ("depression"), pregnancy with contraceptive device ("she claims to have become pregnant months after the implant") and abortion spontaneous ("miscarriage") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for pelvic pain, abdominal pain, back pain, dyspareunia, constipation, dysuria, weight increased, peripheral swelling, insomnia, toothache, alopecia, anxiety, nausea, uterine hypertonus, genital haemorrhage, depression and pregnancy with contraceptive device were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, back pain, constipation, depression, dyspareunia, dysuria, genital haemorrhage, insomnia, nausea, pelvic pain, peripheral swelling, pregnancy with contraceptive device, toothache, uterine hypertonus and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [full blood count] on (B)(6) 2022: complete blood count red series red blood cell count 3.93 million(mi)/mm3. Haemoglobin dosage 10.6 g/dl. Haematocrit assessment 31.3 %. Mean corpuscular volume (mcv) 79.6 fl. Mean corpuscular haemoglobin (mch) 27.0 pg. Mean corpuscular haemoglobin concentration (mchc) 33.9 g/dl. Red cell distribution width 16.2 %. [Ultrasound scan vagina] on (B)(6) 2017: essure are well positioned, right and left uterine horn with identification of the device in its linear axis, myometrium in the interstitial portion of the right and left tube.; on (B)(6) 2022: uterus in anteversoflexion (avf), normal size, measuring 78 x 45 x 42 mm (longitudinal (l) x transversal (t) x antero-posterior (ap)), cutoff volume 76 cm³, regular contours and homogeneous parenchyma texture. Morphologically normal cervix and endocervical canal. Endometrium with regular contours, homogeneous, measuring 3 mm thick. Right ovary with micropolycystic appearance, measuring 49 x 42 x 18 mm (volume [cutoff] cm³) left ovary with micropolycystic appearance, measuring 46 x 31 x 23 mm (volume [cutoff] 17.8 cm³) absence of free fluid in douglas's cul-de-sac. Echogenic linear images suggestive of esure devices [cutoff] are observed, visualised corneally bilaterally, with most of their dimension apparently located in the intrauterine region a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.